Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hypoglycemia [hypoglycaemia]. The dose mark of the novopen 3 could not be clearly seen [device information output issue]. The piston rod of the novopen 4 had problem during pushing. [Device issue]. The blood glucose after supper was around 18 mmol/l. [Blood glucose increased]. Sometimes the medication liquid spurted out, and sometimes it was difficult to see the medication droplets [device delivery system issue]. Patient stored the pens with the needle on them [product storage error]. Case description: this serious spontaneous case from china was reported by a consumer as " hypoglycemia (hypoglycemia)" with an unspecified onset date, "the dose mark of the novopen 3 could not be clearly seen (device display difficult to read)" with an unspecified onset date, "the piston rod of the novopen 4 had problem during pushing. (Device component issue)" with an unspecified onset date, "sometimes the medication liquid spurted out, and sometimes it was difficult to see the medication droplets (device delivery system issue)" with an unspecified onset date, "the blood glucose after supper was around 18 mmol/l. (Blood glucose increased)" beginning on (B)(6) 2024, "patient stored the pens with the needle on them(device stored with needle attached)" with an unspecified onset date, and concerned a 64 years old female patient who was treated with novopen 3 (insulin delivery device) from unknown start date for "device therapy", , novopen 4 (insulin delivery device) from unknown start date , novorapid (insulin aspart) (regimen 1: 17 iu, qd( u in the morning, 7 u at noon and 5 u in the evening; regimen 2: 4 iu, tid) from unknown start date for "diabetes mellitus", , tresiba penfill (insulin degludec) (regimen1: 7-8 u in the evening, regimen 2: 7-8 u in the morning) from unknown start date for "diabetes mellitus", patient's height: 162 cm weight 45-47 kg. Patient body mass index were not reported. Current condition: diabetes mellitus (type not reported). On an unknown date, patient had a piece of novopen 3 and a piece of novopen 4. The dose mark of the novopen 3 could not be clearly seen, and the piston rod of the novopen 4 had problem during pushing. It was found that sometimes the patient experienced hypoglycemia after injection (once reached 1.3 mmol/l), and sometimes the blood glucose (blood glucose) didn't decrease (reached 11-18 mmol/l). The patient's relative exhausted 1-2 u with the pens for testing. Sometimes the medication liquid spurted out, and sometimes it was difficult to see the medication droplets. The patient stored the pens with the needle on them. The batch number of the novopen 3 was jscafh9. The batch number of the novopen 4 was bug0678. The patient's relative reported that the patient used tresiba before, 7-8 u in the evening. However, the patient often experienced hypoglycemia at midnight. The patient consulted the doctor, and the doctor changed the regimen to injecting the medication upon waking up in the morning on an empty stomach. The dose was 7-8 u. The dose of novorapid was 5 u in the morning, 7 u at noon and 5 u in the evening, tid. After entering summer (the temperature reached over 35 degrees celsius), hypoglycemia occurred after the patient used the original dose. The dose was changed to 4 u, tid (the patient has been using the dose for 2 weeks but occasionally experienced hypoglycemia). On (B)(6) 2024, it was found that the blood glucose after supper was around 18 mmol/l. At first, the patient thought it was a problem with the cartridge. Later, the patient found that the medication liquid did not spurt out after exhausting the air. After the patient exhausted the air for many times and the medication liquid spurted out, the blood glucose (blood glucose) decreased to 6-7 mmol/l. The patient's relative will monitor the blood glucose at any time batch numbers: novopen 3: jscafh9. Novopen 4: bug0678. Novorapid: requested. Tresiba penfill: requested. Action taken to novopen 3 was not reported. Action taken to novopen 4 was not reported. Action taken to novorapid was reported as dose decreased. Action taken to tresiba penfill was not reported. The outcome for the event "hypoglycemia (hypoglycemia)" was not reported. The outcome for the event "the dose mark of the novopen 3 could not be clearly seen (device display difficult to read)" was not reported. The outcome for the event "the piston rod of the novopen 4 had problem during pushing. (Device component issue)" was not reported. The outcome for the event "sometimes the medication liquid spurted out, and sometimes it was difficult to see the medication droplets (device delivery system issue)" was not reported. The outcome for the event "the blood glucose after supper was around 18 mmol/l. (Blood glucose increased)" was recovered. The outcome for the event "patient stored the pens with the needle on them (device stored with needle attached)" was not reported.

Event description:
Case description: investigational result name: novopen 3, batch number: jscafh9 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: novopen 4, batch number: bug0678 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: novorapid product, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Name: tresiba penfill batch number: unknown no investigation was possible, because neither sample nor batch number was available since last submission the case has been updated with the following: investigation result added imdrf code added relevant fields updated in EU/ca tab narrative updated accordingly final manufacturer's comment: 01-oct-2024: the suspected devices novopen 3 and novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of suspected devices. H3 continued: evaluation summary name: novopen 4, batch number: bug0678 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.